Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and unknown side capsular contracture baker grade iii.

Event description:
Physician reported left side rupture and capsular contracture baler grade iii. Device remains implanted.